Manufacturer narrative:
Eval, results: deformation problem.

Event description:
Device evaluation: the stent was positioned on the balloon between the inner shaft marker bands as per specification. The hypotube was moderately kinked along the shaft at 9cm and 63cm distal to the strain relief. Resistance was felt when 0.015¿¿ mandrel movement and couldn¿t pass through the inner lumen when moved through the balloon/stent section when inserted through the wire lumen entry port. There was damage at the distal section of the stent; the 1st distal segment was flared with the majority of struts flared outwards. The balloon had not been inflated. There were no other anomalies noted on the remainder of the stent.

Manufacturer narrative:
Evaluation results: failure to follow instructions (use of force to advance device when resistance was encountered). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (lesion exhibited 85% stenosis, moderate calcification and moderate tortuosity). No results available since no evaluation was performed (device or procedural images not provided for evaluation). Evaluation conclusion: failure to follow instructions (use of force to advance device when resistance was encountered). Known inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (lesion exhibited 85% stenosis, moderate calcification and moderate tortuosity). Unable to confirm complaint (device or procedural images not provided for evaluation). (B)(4).

Event description:
The physician attempted to deploy an endeavor sprint 2.5 x 24 mm drug eluting stent. The target lesion was in the cx, had 80% stenosis, moderate calcification and the vessel tortuosity was moderate. The lesion length was 30mm. Initially a pre-dilatation was carried out using a non-medtronic balloon. During preparation of the device it was reported that everything was standard. Resistance was encountered and force was used when advancing the endeavor sprint device. The stent could not cross the lesion. When it was removed it was reported that the strut of the stent was damaged. Another stent was used to complete the procedure. There was no patient injury.